Event description:
While using device during a procedure the physician observed that the loop-net at the end of the "device" had snapped off. This was not noticed unitl physician made final check of the abdominal area. The part was then removed without incident.